Manufacturer narrative:
Section h6. Component code : proposed code : tomo potentiometer.

Event description:
It was reported that during a selenia dimensions procedure the customer reported on (B)(6) 2024 that the gantry was shaking and that there was a weird smell coming from the system. A field engineer examined the equipment and was unable to replicate the issue. Based on the logs it was determined hat the issue was with the tomo pot was not working correctly and that they needed to replace it. The tomo pot was replaced and the equipment calibrated and tested and passed all hologic specifications. No patient or staff injury reported. No other information available.